Event description:
It was reported that this lead exhibited atrial far field oversensing on the right ventricular rate electrocardiogram. Technical services (ts) reviewed the data and noted that this was intermittent, but a save to disk was needed to further provide information and guidance on the case. No adverse patient effects were reported. The lead remains implanted.

Manufacturer narrative:
This report is being filed to correct the device manufacture date.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that this lead exhibited atrial far field oversensing on the right ventricular rate electrocardiogram. Technical services (ts) reviewed the data and noted that this was intermittent, but a save to disk was needed to further provide information and guidance on the case. No adverse patient effects were reported. The lead remains implanted.

Manufacturer narrative:
This report is being filed to correct the suspected medical device section.

Event description:
It was reported that this lead exhibited atrial far field oversensing on the right ventricular rate electrocardiogram. Technical services (ts) reviewed the data and noted that this was intermittent, but a save to disk was needed to further provide information and guidance on the case. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this lead exhibited atrial far field oversensing on the right ventricular rate electrocardiogram. Technical services (ts) reviewed the data and noted that this was intermittent, but a save to disk was needed to further provide information and guidance on the case. No adverse patient effects were reported. The lead remains implanted.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.